Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ultrathane mac-loc locking loop multipurpose drainage catheter was placed for pleural effusion. After placement, the hub separated from the catheter and an additional chest tube was placed. It was reported that a pneumothorax developed in the patient after separation occurred. Additional information has been requested to confirm patient's status but response to manufacturer's inquiry has yet to be received.

Manufacturer narrative:
Product received on: 04sep2018. Investigation - evaluation: a review of the instructions for use (IFU), quality control, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. Clinical assessment: in this event, a leaking hub could potentially result in a pneumothorax and possibly cause critical harm. At this time, the clinical assessment cannot eliminate any possible causes for this event such as product handling, medical procedure, device maintenance, patient behavior, patient environment, device failure, or manufacturing related causes. One locked 10.2fr mac-loc catheter was returned in three separate pieces for evaluation. The first piece was comprised of the mac-loc hub without it¿s threading, the second piece included the connector cap screwed onto the threading of the mac-loc hub, and the third piece was comprised of the catheter tubing beginning with the flare and ending with the pigtail curl. Biological matter was present on the device, with no additional surface damage noted on the tubing. The connector cap was noted to have damage, potentially from the use of hemostats. It is possible that the customer attempted to tighten the cap to stop the leak prior to the cap breaking off. The flare appeared shallow and lopsided, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. The catheter tubing outer diameter and connector cap inner diameter were measured and were found to be within manufacturing specifications. Other relevant measurements could not be taken due to the damage of the device. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record and complaint lot search could not be performed because the lot number remains unknown. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. The product is intended for one-time use and should not be used if there is any doubt about its sterility. Store in a dark, dry, cool place. Avoid extended exposure to light. Based on the information provided, examination of the returned product and the results of our investigation, the likely root cause has been determined as cause traced to component failure. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.